Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was unknown at time of incident. It was reported that the pump made a high pitch noise and they took the battery out, but still the screen was on and the back light was also on. Customer reported no alarms occurred during, or after, the buttons stopped responding. It was reported that the time was not advancing and screen was frozen. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no audio and beep anomaly noted. The pump was received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button keypad anomaly or frozen screen alarm due to blank display. No moisture/damage/unlocked j2/lcd keypad connector during visual inspection noted.